Event description:
It was reported to covidien on 12/08/2009 that a customer had an issue with a peritoneal dialysis catheter. The customer reports finding a hole in the catheter tubing just below the adapter. Date of original catheter insertion (B)(6) 2006. Pt need prophylactic antibiotic (gentamycin).

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.